Event description:
As reported, customer reported with a complaint description of " leakage distal end, hiv contaminated." According to the reporter, no effect on the examination/on the patient/on the user due to the error occurred during preparation or post-processing. There was no patient harm, no user injury reported due to the event. Customer complaint immediate resolution - customer received a loaner device.

Manufacturer narrative:
Communication with the customer service representative/ chu complaint handling rep. Noted that the subject device is not an hmi (hmi (hygiene microbiological investigation) report. Follow ups are in progress regarding the customer event reported. The subject device was returned and evaluated. Device evaluation, service noted there is a leakage from a-rubber (bending section, insertion part). Furthermore, the following findings during device evaluation were noted : insertion part - distal end -c-cover - noted with burned. Connecting tube (insertion part) scratches observed and wrinkled. Control unit (scope body) scratched noted. Universal cord protector coating damaged. Supplemental report(s) will be submitted should any relevant new information is available and or received. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
Customer confirmed the subject device was used on a patient with confirmed hiv infection before the damage was detected. The defect was detected after a standard bronchoscopy for secretion collection procedure. The procedure was completed successfully with the subject device. The defect was found in the reprocessing room as part of the pre-cleaning of the soiled units before they are loaded into the etd 4. It is not possible to determine whether the defect arose during the examination. The examination was carried out without impairments and without noticing the defect and could be completed without complications.

Manufacturer narrative:
This report is being supplemented to provide additional information received from the customer. Event: updated with information received from the customer. The customer provided information regarding the pre-cleaning and handling of the subject device: the scope was handled in the examination room after it was contaminated. The endoscope was rinsed and wiped with sekusept active 1.5% solution directly after the examination. In the reprocessing room, the endoscope was completely immersed in the cleaning basin (with overpressure connection) and brushed with a cleaning brush and rinsed with a rinsing syringe using sekusept active 1.5% solution. Subsequently, the leakage was detected in the cleaning tank. During the reprocessing process, the endoscope was immersed in the cleaning solution in the cleaning basin for approx. 5-7 minutes. Mechanical reprocessing was not possible due to the leakage after the defect was detected, the endoscope was placed in a storage box while still wet with cleaning solution. The clear rinsing with water was omitted. Since no machine reprocessing was possible, the endoscope was pre-cleaned and manually cleaned. Customer confirmed pre-cleaning and manual cleaning were performed. Mechanical disinfection in the etd was not possible.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the likely cause of the reported event is due to insufficient or inadequate reprocessing. However, the root cause of the reported event is unable to be determined. The event can be prevented by following the instructions for use (IFU) which state: IFU (reprocessing manual) states as follows: precautions: ¿an insufficiently reprocessed endoscope and/or accessory may pose an infection control risk to the patients and/or operators who touch them.¿ olympus will continue to monitor field performance for this device.